Manufacturer narrative:
The fse found a leak through tubing in the probe rinse block, and replaced the tubing to resolve the leak. The fse replaced the hgb lamp to resolve the background issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported recovering incomplete hemoglobin (hgb) backgrounds and an uncontained fluid leak of approximately one (1) ml from inside the coulter ac.t diff 2 analyzer. The fluid leak consisted of diluent, blood and cleaner mixture. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing gloves, goggles, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.